Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 35 mg/dl with unsteadiness when standing and walking, blurred vision, and cognitive impairment. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and they remained on pump therapy. It was reported that the pump's time reset to the default setting when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: a review of the black box data for the date of the complaint was unavailable. The available black box showed a time and date reset after a power on reset. The pump was powered back on to an incorrect time and date. The pump was run for 24 hours and the battery was removed for six hours. The battery was reinserted after six hours without power and the time and date had reset to the default setting. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range.